Event description:
It was reported that device entrapment occurred, and patient was agitated resulting to aborted procedure. Vascular access was through femoral artery. A v-18 control wire was selected for non-boston scientific sensor implantation. A right heart catheterization was performed; however, the patient was slightly agitated from groin access and numbing. Upon inserting the sensor, some resistance was noted with pushing the delivery system over the wire. Consequently, the wire placement was lost. It was noted that the wire and the sensor delivery system were looped outside the sheath. The delivery system was pulled out through the sheath and prepped the swan to re-position the wire. During this time, the physician lost access with the sheath and held manual pressure. The procedure was aborted as the patient was not tolerating the procedure well. There were no adverse consequences to the patient.